Event description:
It was reported to philips that the device experienced an unspecified failure during operational testing. There was no patient involvement.

Event description:
It was reported to philips that the device experienced an unspecified failure during operational testing. There was no patient involvement. The customer initially requested assistance from a philips remote service engineer (rse) in scheduling bench service for their device. However, after providing the customer with the necessary information, no further action was taken by the customer and the device subsequently reached end of life. As such, an evaluation was not performed and a cause for the failure could not be established. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not completed prior to the unit reaching end of life, a definitive cause for the failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Manufacturer narrative:
H3 other text : as an evaluation was not completed prior to the unit reaching end of life.